Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance had a sudden increase to a high value on the right ventricular lead. The lead remains in use at this time, but the shocking vector has been changed. No patient complications have been reported as a result of this event.